Event description:
It was reported that customer was hospitalized due to high blood glucose levels. M.d. Believes that the cause of high blood glucose levels is the pump. Customer's family member stated that customer had been in the hosp for 4 days and each time she is put back onto the pump, she begins to get high blood glucose again and again. Customer decline troubleshooting due to issues she's been having. Customer stated that she is being instructed per md to just have the pump replaced out.